Event description:
Philips received a complaint on the defibrillator indicating that ¿the device fell and broke down¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The bench repair technician (brt) evaluated the device and determined that due to the fall of the machine, therapy board and therapy port protector were damaged. Hence defective parts therapy board and therapy port protector were replaced to resolve the issues, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to the user error (damaged by dropping), resulting in damage to therapy board and therapy port protector. The reported problem is confirmed.

Manufacturer narrative:
The dfm100 assy therapy (sn (B)(6)) was returned to philips for additional analysis. The brt evaluated the device and determined that due to the fall of the machine, therapy board and therapy port protector were damaged. Hence defective parts therapy board and therapy port protector were replaced to resolve the issues, and the device was returned to full functionality. The device remains at the customer site. The defective dfm100 assy therapy pca, pn: 453564489061, sn: (B)(6) was returned to philips for further evaluation and the complaint was escalated for a technical investigation. The allegation was verified upon visual inspection and in lab testing. The pca failed tests during op check and general testing. This pca was damaged.